Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as bleeding and itchy . There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. . Outcome of the irritation is unknown.